Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had pump stoppages, speed drops and a driveline disconnect alarm while at home on a power module. The patient changed out their system controller at home, but continued to have same pump speed issues while on the power module. The patient went to the emergency room. X-ray images provided were unremarkable. On (B)(4) 2016, an external driveline repair was performed. No issues were found and the patient was placed on a grounded patient cable. Approximately 2 hours after the repair, the patient had additional pump stoppage events. The patient was placed back on an ungrounded cable and the hospital will continue to monitor the patient as an outpatient.

Manufacturer narrative:
The report of pump stoppage events and driveline disconnect alarms was confirmed based on the review of the submitted and retrieved system controller log files, and upon evaluation of the returned pump. The device was returned assembled with the driveline severed approximately 2.5 inches from the pump housing. Two additional internal sections of the severed driveline were received; the first section was approximately 2.5 inches and the second section was 11 inches long. An external section of the driveline measuring approximately 18 inches long was also returned. Examination of the entire driveline found breaches in the brown and orange wire insulation near the pump housing. The damage appeared to be the result of abrasion due to repetitive flexing of the driveline in this location. As a result, the underlying wire conductors were exposed. The report of pump stoppage events would have occurred as a result of the exposed wires contacting the braided shield and shorting while the device was supported by the power module. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient underwent a pump exchange on (B)(6) 2016 for a suspected internal driveline issue.